Manufacturer narrative:
Additional information: as initially reported, attempts were made to get clarification regarding the event to no avail. On (B)(6) 2021 the customer reported that the event occurred prior to laser firing and not while the laser was firing. This is no longer a reportable malfunction and therefore, no additional information will be submitted.

Manufacturer narrative:
Corrected data: in review of section e in follow-up 1, the country was inadvertently selected as united states, however, the country should have been canada. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k200056. Johnson & johnson investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that there was suction loss. It is not clear that the suction loss occurred while laser was firing. Attempts to get clarify the event from the reporter were done to no avail.